Event description:
It was reported that the customer was experiencing low blood glucose, as low as 39 mg/dl. Customer felt like the insulin pump was giving her too much insulin. She treated with a bagel and juice. Troubleshooting was performed. Customer was disconnected during priming and the drive support cap appeared normal. The customer had received over 54 units of insulin, according to the daily total. The reservoir showed the same amount of insulin as was shown on the status screen. Emergency medical services were called on behalf of the customer's husband. When emergency medical services were called, customer's blood glucose was 68 mg/dl. The customer was not wearing the insulin pump at the time of the call and had recently removed it. The customer's blood glucose rose to 148 mg/dl and she continued to wear the insulin pump upon release from the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.